Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements greater than 125 ohms on a competitor's lead. It was noted the measurements had risen very gradually and fluctuated. Technical services (ts) recommended a 1.1 joule and maximum energy shock to asses lead integrity and connection. No adverse patient effects were reported. Additional information indicated that no performance allegations have been reported against the device at this time.

Event description:
Additional information indicates that this system continued to detect out of range impedance measurements. It was reported that they physician has elected to continue to monitor this issue.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.